Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed the right atrial (ra) lead had exhibited a sensing anomaly with an increased impedance and capture threshold measurement. The physician decided to cap and replace the ra lead. The patient was in stable condition.